Manufacturer narrative:
On november 13, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, two anomalies were observed on the device consistent with a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis, the reported event was not confirmed. Additional documentation (i.e., post op device photos, videos, and/or pre-operative scans) has been requested for additional review. If received, device will be re-evaluated. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2020, mentor received the following additional information: upon removal of the right breast implant, it had a lot of creases on it but it was observed that there was no particular rupture. In addition, it was stated that the capsular contracture on the right breast was after an unspecified injury to the right breast. Lastly, the right breast implant was removed and replaced with a 700cc mentor memorygel breast implant (catalog: 3507001bc lot: 7713115 sn: (B)(6)). On december 22, 2020, the product investigation summary was updated: during the visual evaluation, two anomalies were observed on the anterior view of the device consistent with a crease/fold. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown race and ethnicity underwent revision breast augmentation with a 700cc mentor memorygel breast implant and experienced right side breast implant rupture, and capsular contracture; baker grade IV postoperatively. As a result, the device was explanted on (B)(6) 2020.